Event description:
It was reported by the customer that a bd pyxis medstation¿ es auxiliary system experienced a cubie auxiliary drawer 4.2 failure and prevented the user from accessing medications. The malfunction caused a delay in the patient workflow; they needed to obtain the medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-nov-2022 to 12- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer 4.2 failed and required maintenance. A field service engineer inspected the device and found the leds on the cubie trays and on the drawer controller for 4.2 were blinking in a non-standard, random way. He replaced the retractor and drawer controller 4.2 and checked for foil debris underneath cubies. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed due to the defective drawer controller board. The field service engineer replaced the retractor band and drawer 4.2 controller board to resolve. The system functioned as intended.

Event description:
It was reported when using the bd pyxis medstation system, the half-height cubie auxiliary drawer 4.2 was failed and prevented the user from accessing medications. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.